Manufacturer narrative:
(B)(4). (B)(4). Incident pencil has been disposed of by the site. The site was unable to supply the lot #. The recovered electrode belongs to another MFR and no investigation can be done on it by covidien. No further investigation is possible at this time.

Event description:
According to the info provided on the maude event report forwarded by FDA: the cautery tip of a valleylab electrosurgical pencil came off when the device was first activated in surgery. The device landed in the pt's chest unbeknownst to the surgeon. The device was recovered in a separate surgery the following day. Follow-up - the site reported that the pt's current condition is fine with no negative impact. The electrode used with the covidien electrosurgical pencil was a megadyne (non-covidien) product. Several different electrodes were inserted and removed from the same pencil which was used throughout the procedure. The electrode was discovered in the pt during a review of the standard post-op x-ray. The removal of the electrode was the reason for the 2nd surgery.